Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported there was a return of symptoms. The troubleshooting/interventions that was already performed was oral medication administration and botox injections in the stomach. The return of symptoms was occurring daily. The patient was unable to get out of bed without triggering nausea. She always had it but it was controlled with the device until a year ago. There was no falls/trauma related to the issue. There was no stim issue reported that was related to positional movement. The patient was waiting for a call back from their health care professional (hcp) to have an adjustment made to their pacemaker. The reported symptom was nausea. This was noted to be a sudden change in therapy/symptoms. This occurred sometime in 2014. The patient had an unrelated procedure to remove a colon polyp. The device was not turned off during this procedure by the hcp performing the removal, who was aware that the patient had the device. The patient had an appointment scheduled with a new hcp in the area on (B)(6) 2015. The indication-for-use (IFU) was gastroparesis. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.